Manufacturer narrative:
Section a: correction. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally inspected and the customer reported issue was confirmed. The device was leaking from the cracked and worn-out water gasket on the water tank cover. No action will be taken due to the condition and age of the device. It is deemed beyond economical repair and will be scrapped. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the device was leaking. There were unknown patient harms or adverse effects reported as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.